Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The recipient's newly implanted device was activated. The external visual inspection revealed the electrode was severed near the fantail and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient's device will reportedly be explanted due to the need for multiple MRI's for medical reasons unrelated to the device. Revision surgery will be scheduled.